Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to a combination of patient morphology/pathology (restricted posterior leaflet) and user technique/procedural conditions (challenging imaging). The reported patient effect of mitral regurgitation (mr) appears to be a result of procedural conditions and due to the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3+. One clip was implanted; however, after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 3+. An additional clip was attempted to be placed to stabilize the slda clip, but it was not possible to grasp both leaflets; therefore the clip delivery system with undeployed clip was removed. It was noted that imaging was a challenge due to the enlarged left atrium. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.